Event description:
I underwent bilateral refractive eye surgery in 1998 at the (B)(6). The consultant ophthalmologist that performed the surgery was mr. (B)(4). The refractive eye surgery I underwent was called diamond microsurgery which is more generally known as radial keratotomy (rk) and astigmatic keratotomy (ak). The surgery was performed on my first eye on (B)(6) 1998 and on my second eye on (B)(6) 1998. It involved the use of a minute guarded diamond blade (double edged duo-trak diamond knife with a partial guard on the leading edge) to produce radial and transverse micro-incisions around the outer part of the cornea. The london centre for refractive surgery brochure states that diamond microsurgery has a long term safety record. The initial result of the refractive surgery was that I was able to function without glasses or contacts. However, my night vision was severely compromised from the start and to this day by aberrations, in particular, starbursts, glare and ghosting. Additionally, I have been diagnosed with dry eye, a condition I did not have before the refractive surgery. The dry eye makes my eyes red and itchy and affects my ability to wear contact lenses. I undertake a daily routine of lid scrubs and hot compresses to try and alleviate the condition. Five years from the date of the eye surgery, I was back in glasses, but not for long. My cornea were clearly irregular and unstable leading to fluctuating and progressive hyperopia and significant diurnal fluctuations such that my eyesight could no longer be satisfactorily corrected with either glasses or soft contact lens. The situation was further exacerbated by my progressive presbyopia. I spent a lot of money on glasses, but to no avail. I now wear specialist reverse geometry (post graft), rigid gas permeable contact lenses which give me a reasonable fit / tolerance and good acuity in bright light conditions. But my low-light vision is poor and my night vision aberrations are even more prominent. I am very concerned for the future. I just don't know how much more my hyperopia will progress and whether the diurnal fluctuations will become unmanageable. My night vision seems to be getting worse and I fear soon I will not be able to drive at night. Also, I am totally dependent upon hard contact lenses and if I can no longer wear these (for example due to dry eye / lens intolerance / dexterity) my eyesight will be severely impaired. I am also worried about the prospect of cataract surgery with my unstable and irregular corneas. To conclude surgery has left me with permanently damaged, irregular and unstable corneas. I am suffering from dry eye, diurnal fluctuations, progressive hyperopia, poor low-light vision and severe night-time aberrations. These issues with my eyes, the difficulty in finding solutions, concerns about the extra costs involved and worries about the future have affected me badly and I just cannot see how it's ever going to get any better only worse.